Manufacturer narrative:
Concomitant medical products:: product ID: 8709, serial# (B)(4), implanted:(B)(6) 2005, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was from an healthcare provider (hcp), via a company representative, regarding a patient who was receiving fentanyl (10000 mcg/ml) and clonidine (200 (mcg/ml) at unknown doses (dates of therapy and lot numbers were not provided. Indications for use included non-malignant pain and failed back surgery syndrome. Medical history and concomitant medications were not reported. On an unknown date in 2015, it was reported that the patient experienced "weird/no results and had a loss of effect/no pain relief with changing doses; 25% dose increases with no effect." The hcp reported that the pump was due to be replaced. Subsequently, on (B)(6) 2015 during pump replacement, it was found that the catheter was "disintegrated/powdered up/fell apart at distal and proximal ends." The catheter was also replaced. There was no direct allegation against the pump. As of (B)(6) 2015, the cause of the catheter "disintegrated/powdered up/fell apart at distal and proximal ends" had not been determined. Additional information regarding the drug dosing and lot numbers, patient outcome, medical history, and concomitant medications was requested. If additional information is received, a follow-up report will be sent.